Event description:
Caller alleged discrepant results. Results as follows: date: 2009, inratio: 1st inr=1.4. Date: 2009, 2nd inr=2.5.

Manufacturer narrative:
In 2009, end -user reported precision discrepant test results. Cv% calculation revealed outside of precision criteria. No product returned. No strip info provided. Further investigation could not performed. Self-test resulted valid value. Product deficiency not established. No corrective action is required at this time, as no product deficiency was established. As of 2009, the meter is not expected to return. No further investigation is required at this time.